Event description:
It was reported that the health care professional (hcp) wanted to review the data on this implantable cardioverter defibrillator (ICD) for potential inappropriate therapy on an atrial arrhythmia. Technical services (ts) reviewed the stored device data and determined that the device delivered one anti-tachycardia pacing (atp) burst followed by one electric shock for an episode consistent with atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.